Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01581. It was reported the pt experiences sharp pains while walking and has to stop. The pt also reported the ipg gets hot while in use and while charging. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to hearing while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This device was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.